Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in denmark: "easypump run too fast." According to the customer: "patient in an ambulatory procedure in hospital has a pump with antibiotics for intravenous use connected to his cvc. The pump is designed to deliver medication over 25 hours and the patient comes to the hospital once a day and get a new pump installed. Patient experiences 1 time that the pump has dispensed its medicine already after 14 hours, which she discovers at night. Patient has allegedly followed all regulations in relation to the application."